Event description:
It was reported the customer exposed their insulin pump to fluid. Customer's blood glucose was 151 mg/dl at the time of the fluid exposure. Customer's mother stated there was fluid under the lcd display. The mother reported her daughter had dropped the insulin pump into the toilet. It was also found the customer's display went blank immediately after the fluid exposure. There was also a constant tone occurring after the exposure. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).